Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced low blood glucose of 50 mg/dl. Customer stated that the nurse gave her the wrong bolus setting. Customer called 911 and had them stay on the phone with her after treating, but was never treated by paramedics or taken to the hospital. Customer was assisted with making the changes to the carb ratio setting in bolus wizard from 4.0 to 10.0. Nothing further reported.